Manufacturer narrative:
(B)(4) the product was not returned for investigation since it was not explanted. Based on data collected, the complaint was confirmed. It has been shown that the pump failure was not related to the pump hardware integrity, but most probably to a possible interference with the MRI examination onto the pump. Corrective action (CAPA-(B)(4)) was implemented to avoid this defect, effectiveness has been demonstrated for pumps manufactured after CAPA implementation ((B)(6) 2010). The pump involved in this complaint was manufactured prior the implementation of the CAPA. Background: codman was informed of a 20ml medstream pump hardware failure [11] that was reported in (B)(6) after a MRI scan performed on (B)(6) 2014. A field visit has been paid by the local sales representative on (B)(4) 2014 to investigate this case. This was the first reported hw11 on the medstream pump (B)(4) since its implantation. Investigation: the product was not returned for investigation since it was not explanted. The pump interrogation performed during field visit on the (B)(6) 2014 by means of a hardware technician key, collected data and confirmed a "hardware failure [11] the pib (problem investigation board) was called and concluded that the error flags could be cleared and that medication could be resumed, based onto the data collected. It has been shown that the pump failure was not related to the pump hardware integrity, but most probably to a possible interference with the MRI examination onto the pump. The device history record of product code 91-4200, lot ckcdtm; serial number (B)(4) was reviewed and confirmed that the product was conformed to the specifications when released on (B)(4) 2009. It has been shown that the pump failure was not related to the pump hardware integrity, but most probably to a possible interference with the MRI examination onto the pump. Trends will be monitored for this or similar complaints. At the present time this complaint is considered closed. Device not returned.

Event description:
Hardware mistake 11. It occured during an MRI. The medstream stopped during the MRI and couldn`t been started again with the programmer. The pump was reset with the technical key after correspondence with the producer le locle. The medstream was started again and works normally. The patient is fine.